Event description:
A report was received of an endosseous dental implant which was explanted due to a loss of osteointegration. The dr reported that the reason for implant loss was either due to bacterial implantitis or occlusal overload. Bone loss was noted.